Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor also became aware that the patient had undergone unilateral removal and replacement with the following device: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 7399413 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (left) 375cc mentor smooth round moderate profile saline catalog: 3501660, lot: 7437829, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.

Manufacturer narrative:
On 12/16/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was a tear located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).